Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist remoted into both devices and confirmed that the patient was visible on both stations. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, patient not shown up on 2 devices. Patient was only showing up on 2a but not 2c or 2d sample in ephi, user tried global search but unable to find patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.